Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing. There was no patient harm.

Manufacturer narrative:
Office contact information: (B)(4). The manufacturer's service engineer was able to duplicate the reported problem. The manufacturers service engineer replaced the gas delivery system to address the reported problem.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing. There was no patient harm.